Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, end tone emitted but no evidence seen of a seal being created. It was noted that there was no re-grasp alarm but no energy delivery. The generator swapped and had the same issue, they used another like device and it worked fine. There was no patient injury.